Manufacturer narrative:
One bi-directional, curve d-f, sensor enabled, advisor hd grid mapping catheter was received for evaluation. The catheter shaft had been fractured proximal to shaft electrode 2 and conductor wires 1-18 and all sensor wires were fractured at the location of the fractured shaft. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the fractured shaft and resulting wire fractures remains unknown.

Event description:
During the af procedure, when mapping after ablation it was noted that the catheter kept indicating that catheter was not unsheathed making modeling inconsistent with the x-ray images. The catheter was exchanged, and modeling could be completed smoothly. The procedure was completed with no adverse consequences to the patient.